Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a 2nd right knee revision due to loosening to the tibial component and instability. The surgeon reported osteolysis of the lateral posterior condyle. He indicated the tibial component had de-bonded from the cement and there was no cement bonded to the tibial component. The surgeon did not comment on the femoral component, though it was revised. The patella was retained. The patient was implanted with competitor knee system and competitor bone cement. Doi: (B)(6) 2014 (tibial, femoral, patellar components), doi: (B)(6) 2014 (tibial insert), dor: (B)(6) 2016 (tibial and femoral components).